Event description:
It was reported the pt underwent a left internal jugular approach. Upon insertion, the spring wire guide "frayed" during the procedure and a 2.5cm piece of the wire was left in soft tissue of the left neck. The pt was taken to the operating room. Using fluoroscopy, a cut down was performed to remove the portion of the wire. Using a different insertion site another multi lumen catheter was placed for temporary infusion use. U/f - (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed when eval is complete.